Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the needle broke. The surgeon applied another device and the needle disengaged into the pts cavity. The needle was not retrieved. The surgeon manually sutured to complete the procedure.